Manufacturer narrative:
The actual device was not available; however, a photograph and two (2) retention samples were evaluated. The photograph was visually inspected with the naked eye and the reported issue was not able to be confirmed by the photograph provided. Due to the nature of the sample, no further tests could be performed. Therefore, the reported condition was not verified by the photograph. Two retention samples were visually inspected with the naked eye and no issues were noted. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. The retention samples underwent a leak test, and no leaks were identified, and no blockages were found. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported separation leak. The reported condition was not verified. No further analysis could be performed as the samples were contaminated. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a broken tube (tube was separated from the "y" injection site). The issue was identified during filling of the lines (priming), before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.